Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the rapidcross percutaneous transluminal angioplasty device, there were inflation difficulties due to a hole noted in the shaft of the balloon close to the inflation port. The procedure was conducted on the anterior tibial artery, right, mid, targeting a plaque lesion. A leak was observed on the shaft of the device. The device was safely removed from the patient, and the procedure was completed using a new device of the same make and model. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis a visual inspection of the returned device found a crack at the luer/hub. A 20ml water filled syringe was used to pressurise the device and water leaked out through the crack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.